Event description:
It was reported that the donor's arm was scratched with small shards of glass left in the arm causing blood spots using chloraprep wand. Per email: I am writing from [omitted] to let you know of an incident that has been raised following arm cleaning using a chloroprep wand supplied by carefusion. The chloroprep batch number is ¿ 0312666. Our reference is qi23543. Our lancaster team have reported that a chloroprep wand scratched a donor's arm. The donors arm had blood spots, and was scratched with small shards of glass left on the arm.

Manufacturer narrative:
A photo was provided for evaluation. The photo shows the patient's arm with what looks to be blood specs on the skin. Unfortunately, no photo or sample was provided for the applicator. As a result, the failure mode could not be verified. This problem can be caused by a mix of factors such as a broken ampoule or a defective seal which can produce loose glass in the package. According to records, no adjustments were performed to the sealing equipment and no quality conformances were found. An accurate root cause could be defined at this time. A production batch history records for applicator material no.: 260407i batch no.: 0312666 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. No further actions are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the donor's arm was scratched with small shards of glass left in the arm causing blood spots using chloraprep wand.